Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display(blank screen with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: investigators were not able to power on pump due to moisture in the battery compartment. The pump cover was removed and force sensor circuit was inspected, an intermittent condition was found to the force sensor flex pins due a cracked trace near to the pin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.